Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After unspecified period of time, the patient developed stoma site infection. The patient was treated with unknown antibiotic medication prescribed by the physician. Stoma care was reinforced with patient's wife.

Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted in the hospital for 2 days, received IV antibiotics for 2 days, then oral antibiotics for discharge.